Manufacturer narrative:
The pocket revision in (B)(6) 2015 is addressed and reported in MDR # 3004209178-2015-22514. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had not been happy with the placement since implant the subsequent pocket revision in early (B)(6) 2015. There was discomfort at the pocket site. The patient was instructed to reach out to their surgeons to evaluate the complaint and have it addressed surgically if appropriate. There were no therapy complaints. The patient was very happy with the relief of chronic pain. The patient¿s medical history included pain in their right leg and left arm of spinal origin.

Event description:
Additional information from the patient reported she had an appointment with her doctor on (B)(6) 2016. The doctor was discussing the possibility of another revision to reinsert the stimulator in another location. The manufacturer representative later confirmed the patient was scheduled for a pocket revision on (B)(6).

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer was scheduled for explant on (B)(6) 2017. The rep. Spoke with the consumer on (B)(6) who was informed they believed they had a lingering infection in the area of the previous pocket of their implantable neurostimulator (ins). The consumer was currently on methotrexate (and some other medication the rep. Couldn¿t recall) which knocked out their immune response, and although blood work and other tests (CT and MRI) were negative they still had inflammation, pain, and occasional drainage from the old pocket site. The consumer further reported the healthcare provider (hcp) mentioned part of at least one lead was still in the old pocket and they may do a surgical debridement of the painful site during explant. It was noted the consumer didn¿t feel the device was worth the problems they had since implant and they would be healthier and happier overall after a full explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.